Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee iii floor system. During an emergency procedure, the user reported that x-ray release was not possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available. The device listed in section d of this report is not an FDA 510(k) cleared medical device but is similar to the artis zee device which is cleared in the united states under k181407.

Manufacturer narrative:
The investigation was performed on discussions considering complaint description, customer service reports, system history, and system log files. According to the provided information, during a procedure, there was a temporary delay in accessing the x-ray functionality accompanied by the system message "no xray, tube too hot." Nonetheless, the system recovered effectively, allowing the procedure to be completed successfully without any adverse health consequences for the patient. Unfortunately, a thorough and verifiable analysis of the issue presented in the complaint was not possible, as the additional requested information, specifically the log files, were not available from the customer site. Moreover, siemens service was not called for the troubleshooting. As a result, the problem was examined using the data at hand and expert opinion; however, a definitive root cause could not be established. It is highly probable that the cooling unit failed to dissipate the heat generated by the x-ray tube adequately. This overheating may have been caused by either a restricted cooling capacity within the x-ray tube cooling circuit or intensive x-ray usage by the operator. In instances of tube overheating, a multi-level detection and alert mechanism is activated. The system displays appropriate messages to the user rather than causing an immediate shutdown, thereby allowing the treatment to be stopped in a controlled manner if necessary. Initially, the system presents the message "tube hot, have a break," during which x-ray usage remains available. Should the user persist in x-ray imaging despite this warning, oil pressure may continue to rise until a threshold is reached, at which point a hardware switch is triggered to disable x-ray imaging. The user is then presented with the message "no xray, tube too hot." According to the information provided, the customer resolved the issue by turning off the power to the cooling unit and then restoring it. After doing so, the system functioned as intended. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.